Event description:
Reported by the complainant as follows... The child was born (B)(6) before planned with a birth weight of (B)(6). As a routine procedure, the child had a feeding tube applied. X-ray showed the tube was well placed. The next 24 hours, the child was stable, here after unstable with intermittent apnea, resulting in intubation and mechanical ventilation. A new x-ray showed air in the abdomen. At surgery, the stomach was found perforated by the tube. The following day, the child was re-operated, the surgeon discovered that the bowel was ischemic (with compromised blood supply) and there was liver bleeding. The child died here after. The customer reported the adverse event to the (B)(6) on (B)(6), but did not seem to be registered. Cvt received a letter from the (B)(6)on (B)(6). On (B)(6) 2010, the sales person met with the head nurse at the ward. She mentioned that they at the autopsy found that the child had an inborn disease similar to colitis, which might have caused the incidence, but they did the mandatory reporting as required in these cases.

Manufacturer narrative:
(B)(4).